Event description:
Home pt reported he was connected to pt line of homechoice set prior to "connect pt" display on machine. Home pt refused to start over with new set up, as instructed by baxter technical assistance representative. Per health care professional, no pt injury and no medical intervention required.